Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-18295. The pt reported she is experiencing auto-reducing and is unable to increase the amplitude of her stimulation. The sjm rep met with the pt and high impedances were observed. X-rays were taken and indicated a lead fracture. Surgical intervention will be taken at a later date to address this issue.